Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer's blood glucose level was 120 mg/dl then she changed out reservoir and infusion set and blood glucose rise up to 455 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Auto mode was active during high blood glucose event. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.